Manufacturer narrative:
(B)(4). Date sent: 6/19/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Investigation summary:   the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with an excessive gap between shrouds and nozzle and with a gst45w reload present. The reload was received unfired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the frame was noted to be broken and an excessive gap was observed in between frames. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to how the device become damaged. A manufacturing record evaluation was performed for the finished device batch number 228c15, and no non-conformances were identified.

Event description:
It was reported that the device fell apart from handle to trigger during a cholecystectomy. Surgery was delayed for 10 minutes. New stapler was used to successfully complete procedure. No fragments were generated. There were no patient consequences.